Manufacturer narrative:
Correction report filed to add the related record number of the medwatch form in block h10.

Event description:
It was reported that removal difficulty occurred via attached voluntary medwatch report (B)(4). A 75cm .038 (bx/1) amplatz super stiff guidewire was selected for use. During the procedure, the wire was placed by physician to guide the non-boston scientific drain. However, upon removal of the guidewire, it was unable to be removed. The wire was removed together with the drain. No patient complications were reported.

Event description:
It was reported that removal difficulty occurred via attached voluntary medwatch report (B)(4). A 75cm .038 (bx/1) amplatz super stiff guidewire was selected for use. During the procedure, the wire was placed by physician to guide the non-boston scientific drain. However, upon removal of the guidewire, it was unable to be removed. The wire was removed together with the drain. No patient complications were reported.